Event description:
It was reported that a patient experienced hypotension and a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. The physician advanced the wire into the left atrium (la) and then attempted to do it with the sheath, but was unable to get the sheath into the la. The physician pulled the wire and sheath back into the right atrium to start over and cross the septum again but was unable to get into the superior vena cava (svc) and it appeared irregular on the mapping system. The faradrive was removed from the patient and when a sl1 sheath was inserted the anesthesia team noticed a drop in the blood pressure. The physician checked the intracardiac echocardiography (ice) and decided to perform a pericardiocentesis. The blood pressure stabilized, and the patient was taken to the intensive care unit (ICU). The issue is still ongoing. It was further reported that physician was unable to get transeptal access with the faradrive sheath so a sl1 was used to it. Versacross wire was used without issues. Ice was used to visualize possible perforation. The patient was stable and did not require to go to the operation room.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Updated b5 field with additional information obtained. Related report number updated.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced hypotension and a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. The physician advanced the wire into the left atrium (la) and then attempted to do it with the sheath, but was unable to get the sheath into the la. The physician pulled the wire and sheath back into the right atrium to start over and cross the septum again but was unable to get into the superior vena cava (svc) and it appeared irregular on the mapping system. The faradrive was removed from the patient and when a sl1 sheath was inserted the anesthesia team noticed a drop in the blood pressure. The physician checked the intracardiac echocardiography (ice) and decided to perform a pericardiocentesis. The blood pressure stabilized, and the patient was taken to the intensive care unit (ICU). The patient was stable and did not require to go to the operation room.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of difficulty to advance. Although the product was disposed and could not be returned, we have determined that the hypotension and cardiac tamponade are known inherent risks of use of this device. Device history record review: a shipping review was performed and lot numbers cl13552, cl13525, and cl13574 were found as the most likely lot numbers used in this procedure based on the information provided within the event description. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of cardiac tamponade is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: based on the available information, boston scientific's investigation findings were unable to establish a clear conclusion about the cause of the reported difficulty to advance. The device has not been returned to bsc for analysis, and at this point, it can be concluded that unknown factors most likely contributed to the event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed. Hypotension and cardiac tamponade are expected procedural complications addressed within the IFU for the faradrive sheath.

Event description:
It was reported that a patient experienced hypotension and a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. The physician advanced the wire into the left atrium (la) and then attempted to do it with the sheath, but was unable to get the sheath into the la. The physician pulled the wire and sheath back into the right atrium to start over and cross the septum again but was unable to get into the superior vena cava (svc) and it appeared irregular on the mapping system. The faradrive was removed from the patient and when a sl1 sheath was inserted the anesthesia team noticed a drop in the blood pressure. The physician checked the intracardiac echocardiography (ice) and decided to perform a pericardiocentesis. The blood pressure stabilized, and the patient was taken to the intensive care unit (ICU). The issue is still ongoing. It was further reported that physician was unable to get transeptal access with the faradrive sheath so a sl1 was used to it. Versacross wire was used without issues. Ice was used to visualize possible perforation. The patient was stable and did not require to go to the operation room.